Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 200 mg/dl and ketone level was 2.8 mmol/l. Customer delivered multiple small boluses to address bg. Healthcare provider reported ketone level was "fine". Contact suspected insulin may have crystalized around the infusion set site. Contact reported that humalog insulin was used for over 2 days. Contact was advised that humalog was labeled for 48 hours with the pump.